Event description:
Hill-rom received a report from the account stating no audible alarm on the bed. The bed was located at the account in m89. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.